Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 345mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised to discontinue the use of the device and revert to back up plan.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm.